Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) replaced the rp-gas delivery system (gds), v60, did a performance session and passed all test unit is now back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Air measurement out of range failure was discovered during preventative maintenance (pm). There was no patient involvement.